Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer was dripping. On 10/11/05 an ocd field engineer (fe) arrived on site. The fe observed damage to the wash station that could lead to probe drip. The fe replaced the damaged components and performed the appropriate adjustments. The customer ran qc and it passed. Repairs have returned the analyzer to expected operation. It is unk which tests were being performed at the time of the incident. It is unk which reagents or samples were on board the instrument at the time of the incident. The reported condition can lead to dripping of wash solution, which can cause dilution of reagent or hemolysis. Dilution or hemolysis can lead to erroneous test results, which could result in the transfusion of incompatible blood.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid into the reagent bottles.